Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 23:06:47. During night drain cycle one, the patient's ultrafiltration reading was 2277ml, indicating the home patient (hp) drained 2277ml more than their maximum programmed fill volume of 1500ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated for the reported event. A review of the event history log confirmed the occurrence of an increased intra-peritoneal volume (iipv) event. Upon conclusion of the investigation, the cause of the reported issue was determined to be false empty detect and a use error of inappropriately programming the initial drain alarm setting. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation." Should relevant additional information become available, a follow-up report will be submitted.